Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
A lead revision was performed due to sensing issues with the lead showing poor r-wave of 1.0 mv. Post revision the r-wave is 9.0 mv. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.